Event description:
Healthcare professional reported a clinical patient was injected with 2mls of juvéderm® voluma¿ xc into the right temple and 1ml into the left temple. Approximately a month later, patient was injected again with juvéderm® voluma¿ xc. Approximately 6 months later, patient was hospitalized due to lower abdominal pain for more than 10 hours. Patient was treated with fluid rehydration, infection prevention, hemostasis and IV iron supplementation. Ultrasound performed noting partial cystic occupation of the right ovary, possible pelvic hemolymph, deemed not device related. Abdominal CT scan noting the cystic space, multiple exudation in pelvic cavity with abdominal and pelvic effusion and possible pelvic hemmorhage, low density shadow in left lower abdomen, right lobe of liver has slightly low density shadow, and intrahepatic calcification foci. At the hospital, patient was diagnosed with rupture of corpus luteum, deemed not device related. Patient was discharged 4 days later with significant relief to the abdominal discomfort. Patient was also infected with covid-19, deemed not device related and event resolved three days later without treatment reported. Approximately 3 months later, patient had a ventricular precontraction, deemed not device related, with no treatment provided and event is on going. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00279 (allergan complaint (B)(4). This MDR is being submitted for the first suspect product juvéderm® voluma xc¿ .

Manufacturer narrative:
Health effect- impact code: f2203. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of covid-19 infection and rupture of corpus luteum, deemed not device related are considered an unexpected adverse drug experience.